Manufacturer narrative:
The lead with an unknown serial number is not related to this event and the lead with serial number (B)(4) is not related to this event.

Event description:
Additional information was received from the patient that reported that the device was implanted on (B)(6) 2016 and she had it removed on (B)(6) 2016 because it was not working and causing damage to the patient¿s body. The patient¿s indication for use was non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for arachnoiditis. The caller stated that this patient's system was changed out entirely on (B)(6) 2016. The lead went from a 2x8 to a 565. The healthcare professional (hcp) notified the caller that the patient was experiencing problems with her legs and urinary retention and he would be removing the lead entirely. Additional information was received where the caller stated that the patient was experiencing urinary retention and leg weakness. System replaced because patient wanted better foot coverage. That is all the information reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep). It was reported that the rep spoke to the patient¿s husband on 2016-jan-25 who reported that the explant on (B)(6) 2016 was due to the patient being unable to walk due to lower extremity weakness. The rep was not involved with the explant. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was in physical therapy several times a week. It was noted that the patient was alive with injury. The issue occurred post-operative.